Event description:
The pt rec'd an scs system on (B)(6) 2011. It was reported that the pt's lead has high impedances and the lead is fractured. She is being sent to a neurosurgeon for surgery to resolve the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.